Manufacturer narrative:
Patient information was requested, but customer refused to provide.

Event description:
The customer reported that the o2 manifold is leaking. The customer reported that the unit was in use on patient, but there was no patient harm reported.